Event description:
It was reported that during impact of the stem, the thread the portion snapped off into the stem, the snapped off piece was left in the stem. No harm was done to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms the stated failure. The tip of the stem impactor rod, which engages with the hip stem in order to fully seat it into the femur, is fractured. The tip fracture is most likely due to impact forces. If during impaction, sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. Manufactured in 2009, this device exhibits signs of repeated use and significant wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated based on the product evaluation, impact forces on the aged instrument in the presence of significant wear were likely contributing factors to the reported event. Although the fragment was reportedly retained inside the stem with no patient harm, the retained foreign body alloy is neither bio-inert nor approved for implantation; therefore, the patient impact of the retained non-implantable foreign body cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.